Event description:
On (B)(6) 2013, lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ultra mini meter was reading inaccurately. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the conversation between the patient and the customer service representative (csr) because the medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The mss reviewed the call to obtain and verify information. The reporter stated, the alleged issue occurred on an unknown date/time. She could not recall specific details of the events but claimed the subject meter would reading inaccurately which led the patient to be hospitalized on more than one occasion. The patient reportedly manages her diabetes with an unknown type/dose of insulin through pump therapy it is not known what actions the patient took regarding her usual diabetes management routine in response to the alleged issue. The reporter claimed she could not recall any symptoms that the patient experienced but was taken to the hospital for both high and low blood glucose due to the alleged meter readings on unknown date/times. The form of treatment is not known. No further information was provided by the reporter. It would have been helpful to understand what specific blood glucose values were observed at the time and whether the patient was experiencing symptoms as a result of any actions she took based on those meter readings. At the time of troubleshooting the reporter stated, she did not have any of the testing supplies with her for troubleshooting. The reporter was advised to call back with the subject products to continue to troubleshoot. Control solution was sent out to the patient. Although there was insufficient information regarding this complaint, it is being reported on the basis that the patient allegedly was hospitalized due to inaccurate results on the subject meter.